Manufacturer narrative:
Concomitant products: addr01 ipg, implanted (B)(6) 2019, evolutpro-26-us valve, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low unipolar impedance. The lead remains in use.  No patient complications have been reported as a result of this event.